Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer was unresponsive with a result of 4.3 mmol/l obtained on the aviva combo system. The customer's husband treated her with glucose gel; approximately one hour later she tested 3.9 mmol/l and low blood glucose symptoms improved. Requested return of suspect device.